Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon tip detachment. Imdrf device code a040609 captures the reportable event of balloon tip bent.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloons was attempted to be used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure for stone removal in common bile duct performed on (B)(6) 2026. During the procedure, after the duct was swept and debris was removed. Upon withdrawal of the balloon catheter, the distal tip of the catheter detached and was left in the duodenum. The balloon itself remained intact and did not separate into the patient. The physician was not using a guidewire during the procedure, and it appears the catheter tip bent and subsequently broke. The procedure was completed with same device. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be fully recovered.